Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; h1; h6.

Event description:
Healthcare professional later confirmed that the device is intact. This record is no longer deemed reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "possible rupture". This record is for the left side. The device remains implanted.